Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue and automated impella controller (aic) - controller error (yellow alarm) been completed. This console was tested upon arrival and the root cause of the placement signal issue and the controller error was due to an aic software issue. This was entered into jama with defect/ bug ID gid-dft-2927090. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
A5, race, is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that shortly following impella cp startup, the placement and lv signal were lost. A yellow controller error subsequently appeared and the decision was made to swap out the automated impella controller (aic). Both the motor current and flows were not affected by the noted failure. Upon successful transfer to a new aic the signals appeared and no further issues were encountered.